Event description:
Initial result for a pt digoxin was 2.5 ng/ml. When repeated on another instrument the result was <0.15 ng/ml. The incorrect result was not used to guide therapy. Cause of the discrepancy could not be determined.